Event description:
Customer reported that pump battery was taking longer than normal to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.